Event description:
It was reported that tip detachment occurred. Utilizing retrograde access via the patient's foot, treatment of the occluded posterior tibial was attempted. A 300cm v-14¿ controlwire® was selected and used with a .014 non-bsc support catheter. As the vessel was occluded, he ended up advancing both devices into the sub-intimal space of the posterior tibial artery. However, after several unsuccessful attempts to advance and withdraw both devices, it was noted that the tip of the v-14 controlwire was "knuckled". The physician tried to advance the non-bsc support catheter to help strengthen the tip of the guide wire but the tip of the wire sheared off. The physician elected to leave the wire tip in the sub-intimal space of the posterior tibial artery; no attempt was made to remove it. Multiple wires were used during the procedure which was eventually aborted. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the unit was returned with its original pouch. The unit has distal end damage, as part of overall visual revision. The unit returned matches with upn provided by the customer. Visual inspection was performed and the device presented distal tip bent and detached corewire and polymer coating approximately 1cm. All the outer diameter (ods) and guide wire overall length taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. Utilizing retrograde access via the patient's foot, treatment of the occluded posterior tibial was attempted. A 300cm v-14¿ controlwire® was selected and used with a .014 non-bsc support catheter. As the vessel was occluded, he ended up advancing both devices into the sub-intimal space of the posterior tibial artery. However, after several unsuccessful attempts to advance and withdraw both devices, it was noted that the tip of the v-14 controlwire was "knuckled." The physician tried to advance the non-bsc support catheter to help strengthen the tip of the guide wire but the tip of the wire sheared off. The physician elected to leave the wire tip in the sub-intimal space of the posterior tibial artery; no attempt was made to remove it. Multiple wires were used during the procedure which was eventually aborted. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).